Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl (1500 mcg/ml at 918.8 mcg/day) via an implantable pump for an unknown indication for use. It was reported a pump stall occurred. The event date was provided as (B)(6) 2017. The motor stall was felt by the patient due to un derinfusion of the medication. Troubleshooting included telemetry; it was seen there was a stall which could not be restarted. The pump was replaced on (B)(6) 2017. It was stated there was nothing out of the ordinary that may have contributed to the event. The issue was resolved. The patient status was alive. No injury. The pump would be returned. No further complications were reported or anticipated. Pump logs were received from an interrogation on (B)(6) 2017 at 16:32. A stall occurred on (B)(6) 2017 at 12:29 with a recovery the same date at 14:46.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.